Event description:
Caller reported being able to continuously remove air from the cartridge during the air removal step of the loading process. There was no reported adverse impact to the customer¿s blood glucose level. Technical support informed the caller that the white septum on the t:slim cartridge was not designed for multiple punctures. They instructed the caller to load a new cartridge and provided education on the correct air removal process. The caller was able to load a new cartridge and successfully resumed insulin administration.